Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose level of 425 mg/dl. The customer also reported that the retainer ring was broken. The customer also reported that the reservoir was able to lock in place. Troubleshooting was not performed. It was unknown if auto mode was active during the reported event. The device will be returned for analysis.

Manufacturer narrative:
Device unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails. Unable to performed basic occlusion due missing retainer.

Manufacturer narrative:
Device unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails. Unable to performed basic occlusion due missing retainer.